Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set site did not stick onto the customer's skin. Blood glucose was "slightly high". However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain infusion set manufacturer and additional information; however, no additional information was provided.